Event description:
On december 3rd, 2020, the user contacted dario to report inaccurate blood glucose (bg) readings. Due to the above, the user reported that his doctor doubled his medication from a dosage of janunet 50/500 once/day to twice/day. When the doctor saw the user's bg lab test results, he began to question the user regarding his meter. Although the user reported using a cgm, dario meter, and a non-dario meter, he did not provide dario with a comparison bg reading. He reported using the dario meter twice per week. The user mentioned that he sometimes drops the strips and places them back in the test strip cartridge, therefore possibly causing the test strips to be contaminated. According to dario's user guide, "make sure that the gold contact area of the test strip is clean from dirt, blood, moisture, and any other material. An unclean test strip will affect the test result and can cause an inaccurate blood glucose level result". The user also reported that he performed a control solution test and the strips were reading within range. The user did not provide us with the test results. Therefore, the inaccurate bg readings are not due to a meter issue, and may have been due to the misuse of strips. Not enough information regarding the old strips to investigate. No resolution is available.